Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and the balloon ruptured upon inflation. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the balloon bursted at the rated burst pressure level.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for seven days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported burst balloon.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and the balloon ruptured upon inflation. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the balloon burst at the rated burst pressure level.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and the balloon ruptured upon inflation. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.